Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected low battery alarm noted during testing. All of the operating currents are within specification and the device passed the self-test. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and missing end cap sticker.

Event description:
It was reported via phone call to have received a battery out limit and was not able to clear due to buttons not responding. Customer was advised that insulin pump would need to be replaced.